Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2011, there was 100% instent restenosis in the stents in the lad and 1st diagonal. In (B)(6) 2012 post stent procedure; the subject underwent single vessel coronary artery bypass graft with a lima to lad. Post procedure, an ECG revealed regular sinus rhythm with previous negative t waves in the entire pericardium region. Six days later, showed a sinus rhythm with no repolarization disorder. The trans-thoracic echography detected an ejection fraction of 65%. The patient was discharged 9 days post operatively.

Event description:
(B)(6) study. Same case as MFR ID# 2134265-2011-05784 & 2134265-2011-05785. Same patient as MFR ID# 2134265-2011-05955. It was reported that post a stenting treatment procedure, a positive scintigraphy and restenosis occurred. The patient presented at the time of the index procedure due to silent ischemia. Cardiac catheterization revealed a 100% stenosed, 32mm long lesion, bifurcated lesion located in the mid to proximal left anterior descending coronary artery (lad) with a reference diameter of 3.0mm. This was treated with a pre-dilation and placement of three stents a 3.0x38mm, 2.75x12mm, and 2.5x12mm taxus element stents overlapping with 0% residual stenosis. It was noted that following pre-dilation the patient experienced a bifurcation dissection of the first diagonal and proximal lad. The patient was discharged one day later on aspirin and clopidogrel. . In (B)(6) 2011, the subject was admitted due to a positive scintigraphy, which revealed silent ischemia in the anteroseptal-anteroseptal region. Coronary angiography showed 100% restenosis of the lad. The patient is scheduled for a CABG in (B)(6) 2012. It is the opinion of the physician that this event is related to the taxus element stents.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).